Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine device change-out due to normal eri, possible externalized conductors were observed. The patient was asymptomatic. No electrical anomalies were detected. The lead was capped and replaced on (B)(6) 2016. The procedure was completed successfully without adverse consequences to the patient. The patient was in stable condition following the procedure.

Manufacturer narrative:
A partial lead with the lead tip measuring 8.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.